Manufacturer narrative:
Result: the pusher assembly was slightly kinked approximately 127.0 cm and 129.5 cm from the proximal end. The coil and pet lock was still intact with the pusher assembly. It was also noted that the pet friction lock on the proximal end of the introducer sheath was peeled back. Conclusion: the compliant has been evaluated. The complaint indicates that the pc400 coil could not be pulled or pushed out of the introducer sheath. Evaluation of the returned device revealed that the friction lock on the proximal end of the sheath is tight which made it difficult to advance the coil out of the sheath. There is no visible damage to the sheath. The cause of the complaint cannot be determined. According to (B)(4), the coil is 100% verified that it's able to be re-sheaths smoothly into the introducer sheath. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using a penumbra coil 400. During the procedure, the physician was unable to remove the penumbra coil 400 from the "plastic cover tube."

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.